Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered several bursts of appropriate anti-tachycardia pacing (atp) for ventricular tachycardia (vt), the atp did not appear to always convert the arrhythmia. Additionally, the device exhibited farfield r-wave oversensing on the atrial channel during stored atp episodes. Further review was recommended to the physician. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.